Manufacturer narrative:
The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient began duodopa therapy in (B)(6) 2025. The patient reported that recent blood cultures revealed an infection of the stoma and underwent treatment with intravenous antibiotic therapy. The patient believed that the blood cultures were erroneous but agreed to therapy.